Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, the right ventricular leadless pacemaker dislodged while attempting to release the device from the catheter. The suspected cause was due to implant technique/user error. The device was then released off the catheter and pushed into the pulmonary artery. The device was retrieved successfully and a new device was implanted in a different location. The patient was in stable condition.

Manufacturer narrative:
The reported event of device dislodgement was not confirmed. Final analysis found the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction - d1 - device product code should have been pnj rather than lwo.